Event description:
Information was received that on an unknown date a revision procedure was performed for an unknown reason. Additionally it was reported that the patient had high levels of certain metals in their blood. No additional information has been provided.

Manufacturer narrative:
The device has not been returned for evaluation. The root cause is unable to be determined at this time. If any additional information is provided, a supplemental report will be submitted.

Manufacturer narrative:
A review of the device history records (DHR) confirmed the device met all quality inspections and specifications prior to release.

Event description:
No additional information has been provided.